Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 27-may-2011, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving gablofen, 2000 mcg/ml concentration at 475 mcg/day dose via intrathecal drug delivery pump for intractable spasticity and cerebral palsy. It was reported that baclofen withdrawal occurred. Patient was admitted to hospital through emergency room (ER) on 10/1 with increased spasticity. Patient was diagnosed with pneumonia but there was some suspicion of a pump issue. No environmental/external/patient factors that may have led or contributed to the issue was reported. The hcp performed catheter sideport aspiration on 10/3 and found no flow through catheter at that time. X-ray showed fracture (fx) of catheter at spinous processes. Patient was taken to the operation room (or) on 10/4 for catheter revision. Spine portion of catheter was replaced. Patient was restarted on 475 mcg/day and given 75 mcg single bolts. At the time of this report, the issue was resolved and patient status was alive-no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that catheter was fractured outside lumbar spine then site was infected so pump was explanted. No further complications were reported.